Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported during the patient's lead replacement procedure (related manufacturer reference number: 3006705815-2019-03464), the patient's ipg became inoperable. A company representative was able to recover the ipg via troubleshooting. Troubleshooting addressed the issue.